Event description:
The rotator broke during use. No harm or injury was reported.

Manufacturer narrative:
Device eval: the suspect device has not been returned for eval/investigation. A review of the device history record revealed one exception document. The stopcocks associated with this lot were reworked and nonconforming product was removed from the lot. The complaint data base was reviewed and found no similar complaints for this lot number. A follow-up report will be submitted when the eval has been completed. Eval method: the device history record was reviewed, the complaint data base was reviewed. Conclusions: other, a follow-up report will be submitted when the eval is completed.